Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from the drain bag of a prismaflex m150 set after one hour of continuous renal replacement therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.